Event description:
As reported: "the tip of the driver was broken." It is unclear if there was any debris left in the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the inspection has shown that the tip of the screwdriver is broken off, but no fragments were returned for evaluation. The breakage surface of the device shows a relatively smooth surface without any great abrupt features; however, the breakage is slightly uneven. The absence of plastic deformation indicates that the breakage was instantaneous (brittle fracture) due to high torsional and bending overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The device was subjected to high torsional and bending overload. If any additional information is provided, the investigation will be reassessed.